Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. A maverick 2 monorail 20mm x 3.0mm had been selected to treat an unspecified lesion. While advancing the balloon catheter through an unk guide catheter, "little" resistance was encountered. The physician "pushed not really hard" to overcome the resistance, the device was able to be advanced to the target lesion; however, an attempt to inflate the balloon failed. During withdrawal, a shaft break in the "middle section" was noticed; however, the entire device was outside the pt when the breakage occurred. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
(B) (4).